Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse from the hospital reported on behalf of the customer via phone call that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was over 600 mg/dl. The customer was not assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).